Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The analyst noted that the eri was due to cold environment.

Event description:
It was reported that the pacemaker reached elective replacement indicator (eri) before implant, while still in the box, possibly due to cold weather. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).